Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, and power up self-tests was performed and failed. The customer reported issue was confirmed. According to the investigation the device had no sound or low sound frequency during testing. The investigation reported that the reported issue was caused by the device speaker beeper failure low sound (distorted shorted piezo). Investigator?s replace the device front speaker and rear beeper as a precaution. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump "audio speaker was low". No patient involvement reported.